Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed " ECG fault 5 and ECG disabled." Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was observed and attributed to ECG top shields on the analog board. To remedy the problem, the analog board was replaced. Analysis for reports of this type has not identified an increase in trend.